Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006401 - tibia cemented 5 degree stemmed left size c - 65121343, 42572005801 - femur cemented cruciate retaining (cr) narrow nitrided left size 5 - 65475953, 42512100311 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes c-d/cr femur sizes 4-5 - 64557822, unknown - unknown palacos bone cement - 97971054. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00307, 0001822565-2022-03386, 0001822565-2022-03387.

Event description:
It was reported that a patient underwent an initial left tka. Approximately 5.5 weeks later, the patient presented at the emergency department with shortness of breath and right flank pain. Bilateral pulmonary embolisms were diagnosed on CT and left lower extremity deep vein thrombosis confirmed by ultrasound. The patient was placed on additional anticoagulants and discharged the next day. No further complications have been reported. Attempts have been made and all available information has been provided.